Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (myocardial infarction, death); conclusions: inherent risk of procedure ¿ (myocardial infarction, death). (B)(4).

Event description:
The previously reported mi occurred on (B)(6)-2013.

Event description:
One endeavor sprint drug eluting stent was implanted during the index procedure in the 1st diagonal. Approximately 46 months post index procedure, patient suffered myocardial infarction. Patient expired two days later, cause of death was cardiopulmonary arrest. Investigator assessed that the mi was not related to the study device.